Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air in line issue occurred during use of an unspecified access primary set. The user was unable to backprime to remove the air. The reporter stated that instead of lowering the primary solution bag, they clamped the primary line to run the secondary infusion. The customer intentionally under programmed the volume that the sigma spectrum pump needed to infuse, and allowed the pump to continue infusing until there was an air in line alarm. The customer then removed the set from the pump and allowed the remaining secondary fluids to infuse via gravity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.